Manufacturer narrative:
Voluntary medwatch submission #: mw5066816. Lot number: the reporter provided an invalid lot number 00610586020189. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® administration set had a leak adjacent to the cartridge. The incident occurred on a patient that had a peripherally inserted central catheter (PICC) line for vancomycin administration. This caused medicated saline to leak out. The patient did not receive all of the intended medication. It was noted that the site could be an infection contact point. The administration set was changed due to the issue. It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00407.